Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2024 by bmc musculoskeletal disorders titled ¿the option of transosseous distal suture placement during minimally invasive achilles tendon repair for high-risk patients can improve outcomes, however does not prevent re-rupture¿. The study reviewed seventy-five (75) patients who underwent shoulder dislocation using arthrex fiberwire to address soft tissue approximation and/or ligation. During the twelve (12) month follow-up period, four (4) patients experienced traumatic rerupture. Ref: carmont, m. R., nilsson-helander, k. & carling, m. The option of transosseous distal suture placement during minimally invasive achilles tendon repair for high-risk patients can improve outcomes, however does not prevent re-rupture. Bmc musculoskelet disord 25, 610, doi:10.1186/s12891-024-07630-8 (2024).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.